Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient cleansing of the device. Based upon the following data below found within the instructions for use (IFU), this condition was deemed a preventable occurrence: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, it was noted the forceps elevator on the evis exera ii ultrasound gastrovideoscope had foreign material due to insufficient cleaning. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to deformation of the scope connector, water tightness was lost. The angle wire had wear. The bending section cover, universal cord, and control unit had a scratch. The grip had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.